Event description:
Patient presented to the physician with drainage at the neck incision site. Physician prescribed antibiotics. Patient presented back to the physician with continued drainage at the neck incision site and inflammation at both incision sites. Culture was taken and returned positive for infection at both incision sites. Physician prescribed another round of antibiotics.